Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Revirew of event description: it was reported that the patient had an initial left total hip arthroplasty on (B)(6), 2012 and was revised on (B)(6), 2012 due to femur fracture and loosening. The stem drifted down due to not being big enough. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis root cause determination using dfmea : - fracture of bone, implant due to too much press fit => possible: correct use of the device is not under zimmer biomet control. - malfunctioning of the device due to wrong handling of device due to wrong information => possible: correct use of the device is not under zimmer biomet control. - wrong combination of the components due to lms marking is not readable under or lighting, marking parameters are not sufficient enough => possible: product was not returned, therefore cannot be excluded. Conclusion summary the reason of revision of the stem is indicated as the bone fracture due to drift of the stem being not big enough. Neither x-rays, preoperative plannings nor surgical reports were received for the investigation of the case. The device manufacturing quality records of the stem indicate that the released components met all requirements to perform as intended. Possible causes leading to the reported event can be too much press fit of the stem due to incorrect stem size determination for the patient's condition, wrong handling of the device or not readable lms marking under or lighting. However, in the absence of medical data and explanted item it is not possible to make a reliable assessment of these causes. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a wagner sl revision hip stem, uncemented, 18/225, taper 12/14 on the left side on (B)(6) 2012 and the patient underwent revision surgery on (B)(6) 2012 due to femur fracture, loosening and stem migrating downward due to incorrect size used. Additional information ((B)(4)) is considered.